Event description:
It was reported that during a pci procedure, the stent migrated on the delivery system. The 90% stenotic lesion was located in a severely tortuous vessel. While attempting to advance the liberte' monorail coronary stent delivery system the stent moved on the delivery system. The delivery system with the stent still on it was removed from the patient and the procedure was completed with another liberte bms. There were no reported patient complications. Patient status listed as "good."

Manufacturer narrative:
The device was discarded at the user facility thus a returned product analysis could not be conducted. The root cause of the event could not be determined.